Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented due to asymptomatic ischemia. Subsequently, elective percutaneous coronary intervention (pci) was performed to the 90% stenosed, type b2, 5mm in length target lesion located in the mildly calcified bifurcated proximal circumflex artery. After pre-dilation, a 3.00x12mm promus element ¿ drug-eluting stent was deployed at 16 atmospheres. Following post dilatation, residual stenosis was 0% and timi flow 3 were confirmed and the procedure was completed. Three days post procedure, the patient was discharged. In (B)(6) 2013, the result of the follow up by an angiography revealed that stenosis rate of lesion was 25% and timi flow 3 was confirmed and coronary restenosis was also confirmed in the mid right coronary artery (rca) and distal circumflex (lcx) artery. Three days after, pci and coronary artery bypass grafting (CABG) were performed in the mid rca and pci was also performed in the distal lcx and the symptoms disappeared. Three days after, the patient visited the hospital for follow up. In (B)(6) 2013, the patient visited the hospital for follow up. In (B)(6) 2014, coronary restenosis in the distal lcx artery was confirmed. Pci was performed and the patient was getting better three days after. In (B)(6) 2014, the patient visited the hospital for follow up. In (B)(6) 2014, coronary restenosis in the proximal left anterior descending (lad) artery was confirmed. CABG was performed and the patient was getting better. In (B)(6) 2015, myocardial infarction was confirmed. The patient received a medication treatment, but the patient died on the same day.